Manufacturer narrative:
D4: expiration date, UDI section, catalog and lot number, and h4: manufacture date are unknown, no product information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a failure of the tracheostomy balloon, resulting with the patient experiencing a cardiac arrest event. It was reported there was a defect in the device. The trach was used one time prior on the patient without complication and had been processed normally. The patient quickly decompensated and progressed to cardiac arrest. Resuscitation was necessary. The medical staff were able to bag the patient during the decompensation but required higher airway pressures to get bilateral breath sounds. Resuscitation efforts continued for greater than 45 minutes. The patient remains in the ICU. The affected trach was swapped, it was observed that on the end of the rigid lumen, the opening is shifted off to the side and appears to be creating some sort of one-way valve.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of failure of a tracheostomy balloon could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because the lot number was not provided by the customer.